Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user bumped his head on (B)(6) 2022 and then could no longer hear with the device. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user bumped his head on (B)(6) 2022 and then could no longer hear with the device. The user was re-implanted on (B)(6) 2022.

Event description:
The user bumped his head on (B)(6) 2022 and then could no longer hear with the device. After one week of observation there was still no change. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was performed but the device has not been received yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user bumped his head on 02-feb-2022 and then could no longer hear with the device. After one week of observation there was still no change. The user was re-implanted.